Manufacturer narrative:
Investigation activities were completed on october 22, 2024. Customer returned the meter and 9 used/bloody strips of specified lot that were involved in the incident. Since the returned strips could not be used, retain strips of specified lot were tested with returned meter. Blood passed testing. The meter will be offered to the manufacturer for further investigation.

Event description:
The customer is calling on behalf of her husband. She stated he is receiving inaccurate readings. She stated she called the paramedics two weeks ago when reading on the meter was 381. Customer purchased meter two weeks ago. The patient's wife stated she was concerned with his reading and called the paramedics since the reading on classic meter was 381 when she took it at 7:30 am. When the paramedics arrived, he did not have to take any insulin due to the reading received on their meter being 147. The paramedics recommended for meter to be calibrated. No treatment was provided by the paramedics, they tested the patient and left. Replaced meter, strips, sent control solution and return label.

Manufacturer narrative:
Customer returned meter and strips and the investigation results are pending. Once investigation activities are completed, a follow-up MDR with investigation results will be filed.